Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy with the liberty select cycler and the patient¿s death. The cycler was returned to the manufacturer, per clinic policy. However, manufacturer product investigation is pending at the time this clinical investigation was completed. Currently, there is no reported allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency caused this event. The patient had a decline in overall heath prior to death from significant pre-existing comorbid conditions of covid 19, and an active and severe gi bleed. Additionally, approximately one week prior to death the patient was hospitalized and required multiple blood transfusions due to significant anemia from the gi bleed. Unfortunately, due to the patient¿s covid status the patient was not eligible for scope and intervention of the gi bleed while hospitalized and reportedly discharged to continue medical follow-up as an outpatient. The patient¿s pd nurse stated the patient¿s death was attributed to hypovolemia from ongoing and severe gi bleed unrelated to dialysis. Therefore, based on all of the available information the patient¿s death is likely to be related to patients significant pre-existing comorbid conditions.

Event description:
On (B)(6) 2022, it was reported that this male patient on peritoneal dialysis (pd) expired while connected to the fresenius cycler. There were no recorded allegations of any malfunctions or product issues directly related to the reported event. In additional follow-up, the patient¿s pd nurse confirmed the patient began their pd treatment on (B)(6) 2022 without any issues and subsequently expired on (B)(6) 2022 while connected to the fresenius cycler. Per the nurse, the patient got up to use the bathroom at approximately 2:30 am and became unsteady from ongoing weakness and fell to the floor. The patient contact assisted the patient onto a chair and the patient reportedly turned white and passed away. Emergency medical services (ems) was called to the home. However, the patient was pronounced dead after approximately 20 minutes of cardiopulmonary resuscitation (CPR). The patient was not brought to the hospital and no autopsy will be performed. The nurse stated the fresenius cycler was returned to the manufacturer, per clinic policy. The nurse indicated the patient¿s death was not related to any malfunctions nor any untoward effects from use of the fresenius cycler to facilitate pd treatment. It was reported the patient had several pre-existing comorbid conditions and illness which led to the patient¿s death. The patient was previously diagnosed with covid 19 on (B)(6) 2022 which precipitated an overall decline in overall health and resulted in hospitalization approximately one week prior to death (exact date unknown). The nurse reported that during this hospitalization it was also discovered that the patient had a severe gastrointestinal (gi) bleed unrelated to dialysis. While hospitalized the patient required 3 blood transfusions due to a low hemoglobin (result unknown) from the gi bleed. However, due to the patient¿s covid status the patient was not able to undergo a gi scope. As a result, the source of the gi bleed reportedly remained untreated. Per the nurse, the patient was discharged from the hospital (on an unknown date) with a plan to continue evaluation of the gi bleed with outpatient gastroenterology. While the patient¿s end stage renal disease (esrd) death certificate was reportedly not available, the pd nurse directly attributed the patient¿s death to hypovolemia from ongoing and severe pre-existing gi bleed, unrelated to dialysis.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022, it was reported that this male patient on peritoneal dialysis (pd) expired while connected to the fresenius cycler. There were no recorded allegations of any malfunctions or product issues directly related to the reported event. In additional follow-up, the patient¿s pd nurse confirmed the patient began their pd treatment on (B)(6) 2022 without any issues and subsequently expired on (B)(6) 2022 while connected to the fresenius cycler. Per the nurse, the patient got up to use the bathroom at approximately 2:30 am and became unsteady from ongoing weakness and fell to the floor. The patient contact assisted the patient onto a chair and the patient reportedly turned white and passed away. Emergency medical services (ems) was called to the home. However, the patient was pronounced dead after approximately 20 minutes of cardiopulmonary resuscitation (CPR). The patient was not brought to the hospital and no autopsy will be performed. The nurse stated the fresenius cycler was returned to the manufacturer, per clinic policy. The nurse indicated the patient¿s death was not related to any malfunctions nor any untoward effects from use of the fresenius cycler to facilitate pd treatment. It was reported the patient had several pre-existing comorbid conditions and illness which led to the patient¿s death. The patient was previously diagnosed with covid 19 on (B)(6) 2022 which precipitated an overall decline in overall health and resulted in hospitalization approximately one week prior to death (exact date unknown). The nurse reported that during this hospitalization it was also discovered that the patient had a severe gastrointestinal (gi) bleed unrelated to dialysis. While hospitalized the patient required 3 blood transfusions due to a low hemoglobin (result unknown) from the gi bleed. However, due to the patient¿s covid status the patient was not able to undergo a gi scope. As a result, the source of the gi bleed reportedly remained untreated. Per the nurse, the patient was discharged from the hospital (on an unknown date) with a plan to continue evaluation of the gi bleed with outpatient gastroenterology. While the patient¿s end stage renal disease (esrd) death certificate was reportedly not available, the pd nurse directly attributed the patient¿s death to hypovolemia from ongoing and severe pre-existing gi bleed, unrelated to dialysis.

Event description:
On (B)(6) 2022, it was reported that this male patient on peritoneal dialysis (pd) expired while connected to the fresenius cycler. There were no recorded allegations of any malfunctions or product issues directly related to the reported event. In additional follow-up, the patient¿s pd nurse confirmed the patient began their pd treatment on (B)(6) 2022 without any issues and subsequently expired on (B)(6) 2022 while connected to the fresenius cycler. Per the nurse, the patient got up to use the bathroom at approximately 2:30 am and became unsteady from ongoing weakness and fell to the floor. The patient contact assisted the patient onto a chair and the patient reportedly turned white and passed away. Emergency medical services (ems) was called to the home. However, the patient was pronounced dead after approximately 20 minutes of cardiopulmonary resuscitation (CPR). The patient was not brought to the hospital and no autopsy will be performed. The nurse stated the fresenius cycler was returned to the manufacturer, per clinic policy. The nurse indicated the patient¿s death was not related to any malfunctions nor any untoward effects from use of the fresenius cycler to facilitate pd treatment. It was reported the patient had several pre-existing comorbid conditions and illness which led to the patient¿s death. The patient was previously diagnosed with covid 19 on (B)(6) 2022 which precipitated an overall decline in overall health and resulted in hospitalization approximately one week prior to death (exact date unknown). The nurse reported that during this hospitalization it was also discovered that the patient had a severe gastrointestinal (gi) bleed unrelated to dialysis. While hospitalized the patient required 3 blood transfusions due to a low hemoglobin (result unknown) from the gi bleed. However, due to the patient¿s covid status the patient was not able to undergo a gi scope. As a result, the source of the gi bleed reportedly remained untreated. Per the nurse, the patient was discharged from the hospital (on an unknown date) with a plan to continue evaluation of the gi bleed with outpatient gastroenterology. While the patient¿s end stage renal disease (esrd) death certificate was reportedly not available, the pd nurse directly attributed the patient¿s death to hypovolemia from ongoing and severe pre-existing gi bleed, unrelated to dialysis.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An as-received 5000ml cycle-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, a catch-post hipot test, a patient hipot test, a current leakage test, and patient sensor calibration check. An internal visual inspection of the returned cycler was performed and found no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.